Manufacturer narrative:
Section b3: date of event: unknown; requested but not provided. The best estimate date is between mar 4, 2024 and may 21, 2024. Section d6b: if explanted, give date: not applicable, as the lens remains implanted. Device evaluation: the device was not returned at the manufacturing site, as it remains implanted; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaints for this production order number have been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. An attempt has been made to obtain missing information; however, the consumer did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the preloaded toric intraocular lens (iol) was implanted into the patient's right eye, the patient reported having no intermediate vision; unable to see anything in the middle distance. The patient is extremely dissatisfied with the choice. Through follow-up with the patient, it was learned that the patient is in "total despair", as the patient feels that the lens is not delivering anything it promises regarding enhanced intermediate vision of at least 66cm away. The patient can only see far away and with 0% intermediate vision. The patient is seeing everything blurry, with no glimpse of improvement at a medium distance. The patient indicated being "totally incapable" of performing one or more daily activities previously performed due to this issue. The patient is unable to use a computer or carry out any remote activity. The patient is able to see at an intermediate distance only when using a multifocal contact lens. The issue was first noted immediately after surgery, where the patient was unable to see anything close or at mid-distance. After more than two months since surgery, there has been no improvement. It was reported that the use of glasses was recommended. There is no planned intervention at this time. No further information was provided.

Manufacturer narrative:
Additional information: additional information was received from the patient reporting that even with a residual degree correction of +0.75, the patient does not get the expected results of intermediate vision, which is the main reason the patient opted for this lens. Additionally, the patient is having a lot of dysphotopsia and a lot of difficulty seeing in low-light environments. After the lens was implanted, the patient has a lot difficulty seeing, especially at night. The patient has already had a consultation and evaluation with the surgeon and in the surgeon's opinion there was no problem with the surgery, which was a success. The patient reported that it is not possible to remove the implanted lens. No further information was provided. The following fields have been updated accordingly: section h6: health effect - clinical code: 2140 - visual disturbances all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.